Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a trial procedure, the physician attempted to place the trial leads however the patient was very uncomfortable and physician aborted the trial procedure.